Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). The event occurred upon power up at the operating room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a system error 322 alarm was reproduced. A review of the event history log revealed multiple 'system error 322 - link switch error (low)' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a lower link switch not functioning normally. The lower auxiliary requires replacement to address this issue. During evaluation the device had delayed keypad response. The cause was identified to be a failed processor printed circuit board (pcb) which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.